Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("chronic uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, ovarian cyst and multigravida. Previously administered products included for an unreported indication: penicillin v on (B)(6) 2007 and vicodin on (B)(6) 2007. Concurrent conditions included pelvic bone pain (pelvic x-ray ordered on (B)(6) 2010), tobacco abuse since 2009, anxiety since (B)(6) 2009, anemia since (B)(6) 2009, abdominal cramps (note bleeding slightly heavy, fundus firm clots.) Since (B)(6) 2009, parity 2 and shoulder pain (shoulder pain many months., progressive) since (B)(6) 2010. Concomitant products included iron since (B)(6) 2009 for anemia, diazepam (valium) since (B)(6) 2009 for anxiety, varenicline tartrate (chantix) since 2009 for tobacco abuse as well as cyclobenzaprine hydrochloride (flexeril), dicycloverine (dicyclomine), levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam, multivitamin, nitrofurantoin, norlestrin fe (estrostep fe), pantoprazole, phenoxymethylpenicillin (penicillin v), ranitidine and vicodin. In 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and overgrowth bacterial ("infection (other)- bacterial overgrowth"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2011, the patient experienced weight increased ("weight gain"), dizziness ("dizziness") and abdominal pain ("abdominal pain"). In 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("gerd /gastrointestinal or digestive system condition type: gerd"), intervertebral disc degeneration ("degenerative disc disease"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), palpitations ("blood or heart disorder/condition type: heart palpitations"), tooth disorder ("dental problems"), irritable bowel syndrome ("ibs"), hot flush ("hot/cold flashes (event splitted for coding)"), feeling cold ("hot/cold flashes (event splitted for coding)"), hypoaesthesia ("numbness in extremities"), abdominal distension ("abdominal bloating") and menstrual disorder ("extreme bleeding/blood clots"). The patient was treated with ibuprofen (advil [ibuprofen]), nitrofurantoin (macrobid), nabumetone, surgery (2016, hysterectomy with unilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, autoimmune hypothyroidism, fibromyalgia, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hot flush, feeling cold, dizziness, hypoaesthesia, abdominal distension, overgrowth bacterial and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune hypothyroidism, back pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc degeneration, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, overgrowth bacterial, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Approximate weight at the time of essure placement 135 lbs. Patient used stool softner (no brand name noted). Patient used diphenoxylate hydrochloride atropine. For back pain and pelvic pain patient had physical therapy. On (B)(6) 2009, reason for admission: labor (expected delivery date: (B)(6) 2009). On (B)(6) 2010, procedure multiplanar multisequence mr imaging left shoulder. Findings: glenohumeral joint is· grossly located. Typer ii acromiale. Mild hypertophic change of the ac joint with some edema at least in the distal clavicle. Impression: local inflammatory-type change seen at the level of the ac level. On (B)(6) 2010, diagnosis: left ac joint pain. MRI test result: inflammation of bone edema clavicle. Discharge note: patient reports regarding her shoulder pain. She has seen an orthopedic surgeon and they have determined that she is to undergo surgery for sub acromial decompression, distal clavicle resection to be done on (B)(6) 2011.regarding her low back pain, the patient is much improved from previously, has been using si belt. Upon inspection, patient did have sacral malalignment which was corrected with soft tissue mobilization and modalities and si belt was reapplied. Pain was decreased following the last session. Reason for discharge: patient preparing to undergo surgery. On (B)(6) 2010, diagnosis: left low back and buttock spasms. On (B)(6) 2010, order: x ray pelvis 1 or 2 views and x ray lumbosacral 2 or 3 views reason: right si tenderness acute spasms low back with right sciatica. Indication: back pain and right side joint tenderness. Findings: lumbar spine: there are five lumbar-type vertebral bodies. Bilateral essure devices. Bilateral si joint djd (degenerative joint disease). Impression: mild degenerative change of the lumbosacral junction and si joints bilaterally. Pelvis: bilateral essure devices. Mild degenerative change si joints bilaterally, right greater than left. Impression: mild djd of the si joints, right greater than left. On (B)(6) 2011, objective: palpation: significant tenderness over the pectoralis muscles. Assessment: patient presents with significantly decreased range of motion and significant pain causing difficulty with daily activities. Plan: two times a week for 4 to 6 weeks for instruction in home exercise program, posture correction, stretching, strengthening, soft tissue mobilization, and modalities as needed. (B)(6) 2009 (per pfs). Hysterosalpingogram (hsg). Result: total bilateral occlusion. (B)(6) 2009 (per mr). Hysterosalpingogram. Findings: there is, some irregularly of the uterine, cavity consistent with patient's history of persistent uterine bleeding. Both fallopian tubes appear occluded. Impression: successful essure device placement with fallopian tube occlusion noted. There is some irregularity of the endometrial cavity, consistent with patents chronic uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and back pain. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received . Event abdominal pain added. Events pelvic pain and back pain outcome updated. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), uterine haemorrhage ("chronic uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and cholecystectomy ("gallbladder removed") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, ovarian cyst and multigravida. Approximate weight at the time of essure placement 135 lbs. Patient used stool softner (no brand name noted). Patient used diphenoxylate hydrochloride atropine. For back pain and pelvic pain patient had physical therapy. On (B)(6) 2009, reason for admission: labor (expected delivery date: (B)(6) 2009). On (B)(6) 2010, procedure multiplanar multisequence mr imaging left shoulder findings: glenohumeral joint is· grossly located. Typer ii acromiale. Mild hypertophic change of the ac joint with some edema at least in the distal clavicle. Impression: local inflammatory-type change seen at the level of the ac level. On (B)(6) 2010, diagnosis: left ac joint pain MRI test result: inflammation of bone edema clavicle discharge note: patient reports regarding her shoulder pain. She has seen an orthopedic surgeon and they have determined that she is to undergo surgery for sub acromial decompression, distal clavicle resection to be done on (B)(6) 2011.regarding her low back pain, the patient is much improved from previously, has been using si belt. Upon inspection, patient did have sacral malalignment which was corrected with soft tissue mobilization and modalities and si belt was reapplied. Pain was decreased following the last session. Reason for discharge: patient preparing to undergo surgery. On (B)(6) 2010, diagnosis: left low back and buttock spasms. On (B)(6) 2010, order: x ray pelvis 1 or 2 views and x ray lumbosacral 2 or 3 views reason: right si tenderness acute spasms low back with right sciatica. Indication: back pain and right side joint tenderness. Findings: lumbar spine: there are five lumbar-type vertebral bodies. Bilateral essure devices. Bilateral si joint djd (degenerative joint disease). Impression mild degenerative change of the lumbosacral junction and si joints bilaterally. Pelvis: bilateral essure devices. Mild degenerative change si joints bilaterally, right greater than left. Impression mild djd of the si joints, right greater than left. On (B)(6) 2011, objective: palpation: significant tenderness over the pectoralis muscles. Assessment: patient presents with significantly decreased range of motion and significant pain causing difficulty with daily activities. Plan: two times a week for 4 to 6 weeks for instruction in home exercise program, posture correction, stretching, strengthening, soft tissue mobilization, and modalities as needed. (B)(6) 2009 (per pfs) hysterosalpingogram (hsg) result: total bilateral occlusion (B)(6) 2009 (per mr) hysterosalpingogram findings: there is, some irregularly of the uterine, cavity consistent with patient's history of persistent uterine bleeding. Both fallopian tubes appear occluded. Impression successful essure device placement with fallopian tube occlusion noted. There is some irregularity of the endometrial cavity, consistent with patents chronic uterine bleeding. On (B)(6) 2009 plantiff underwent essure confirmation test. Result: essure was effective and working like it should. Previously administered products included for an unreported indication: penicillin v and vicodin. Concurrent conditions included pelvic bone pain (pelvic x-ray ordered on (B)(6) 2010), tobacco abuse since 2009, anxiety since(B)(6) 2009, anemia since (B)(6) 2009, abdominal cramps (note bleeding slightly heavy, fundus firm clots.) Since (B)(6) 2009, parity 2 and shoulder pain (shoulder pain many months., progressive) since (B)(6) 2010. Concomitant products included iron since (B)(6) 2009 for anemia, diazepam (valium) since (B)(6) 2009 for anxiety, varenicline tartrate (chantix) since 2009 for tobacco abuse as well as cyclobenzaprine hydrochloride (flexeril), dicycloverine (dicyclomine), ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam, multivitamin, nitrofurantoin, pantoprazole, phenoxymethylpenicillin (penicillin v) and ranitidine. In 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)") and overgrowth bacterial ("infection (other)- bacterial overgrowth"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2011, the patient was found to have weight increased ("weight gain") and experienced hot flush ("hot/cold flashes (event splitted for coding)"), feeling cold ("hot/cold flashes (event splitted for coding)"), dizziness ("dizziness"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). In 2014, the patient experienced nausea ("nausea") and tooth disorder ("dental problems"). In 2015, the patient experienced migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). In 2016, the patient experienced vaginal abscess ("infection (other) describe: vaginal cuff abscess"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("gerd /gastrointestinal or digestive system condition type: gerd"), intervertebral disc degeneration ("degenerative disc disease"), palpitations ("blood or heart disorder/condition type: heart palpitations"), irritable bowel syndrome ("ibs"), hypoaesthesia ("numbness in extremities") and menstrual disorder ("extreme bleeding/blood clots") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with antibiotics, ibuprofen (advil), nabumetone, nitrofurantoin (macrobid) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the menorrhagia, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, urinary tract infection, autoimmune hypothyroidism, fibromyalgia, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hot flush, feeling cold, dizziness, hypoaesthesia, abdominal distension, overgrowth bacterial, menstrual disorder, cholecystectomy and vaginal abscess outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune hypothyroidism, back pain, bladder disorder, cholecystectomy, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc degeneration, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, overgrowth bacterial, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and back pain. Most recent follow-up information incorporated above includes: on 18-jan-2019: plaintiff fact sheet was received. Events added from pfs- infection (other) describe: vaginal cuff abscess. Reporter information, events onset date was added ablation added for menorrhagia event. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/horrible stabbing pain on right side'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/extreme bleeding/blood clots'), uterine haemorrhage ('chronic uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroid') and cholecystectomy ('gallbladder removed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, ovarian cyst, multigravida, painful urination, post procedural bleeding, lipoma, erosive esophagitis, irritable bowel syndrome, hypothyroidism and chronic cervicitis. Approximate weight at the time of essure placement 135 lbs. Patient used stool softener (no brand name noted). Patient used diphenoxylate hydrochloride atropine. For back pain and pelvic pain patient had physical therapy. On (B)(6) 2009, reason for admission: labor (expected delivery date: (B)(6) 2009). On (B)(6) 2010, procedure multiplanar multisequence mr imaging left shoulder. Findings: glenohumeral joint is· grossly located. Typer ii acromiale. Mild hypertophic change of the ac joint with some edema at least in the distal clavicle. Impression: local inflammatory-type change seen at the level of the ac level. On (B)(6) 2010, diagnosis: left ac joint pain MRI test result: inflammation of bone edema clavicle discharge note: patient reports regarding her shoulder pain. She has seen an orthopedic surgeon and they have determined that she is to undergo surgery for sub acromial decompression, distal clavicle resection to be done on (B)(6) 2011. Regarding her low back pain, the patient is much improved from previously, has been using si belt. Upon inspection, patient did have sacral malalignment which was corrected with soft tissue mobilization and modalities and si belt was reapplied. Pain was decreased following the last session. Reason for discharge: patient preparing to undergo surgery. On (B)(6) 2010, diagnosis: left low back and buttock spasms. On (B)(6) 2010, order: x ray pelvis 1 or 2 views and x ray lumbosacral 2 or 3 views reason: right si tenderness acute spasms low back with right sciatica. Indication: back pain and right side joint tenderness. Findings: lumbar spine: there are five lumbar-type vertebral bodies. Bilateral essure devices. Bilateral si joint djd (degenerative joint disease). Impression: mild degenerative change of the lumbosacral junction and si joints bilaterally. Pelvis: bilateral essure devices. Mild degenerative change si joints bilaterally, right greater than left. Impression: mild djd of the si joints, right greater than left. On (B)(6) 2011, objective: palpation: significant tenderness over the pectoralis muscles. Assessment: patient presents with significantly decreased range of motion and significant pain causing difficulty with daily activities. Plan: two times a week for 4 to 6 weeks for instruction in home exercise program, posture correction, stretching, strengthening, soft tissue mobilization, and modalities as needed. On (B)(6) 2009 (per pfs). Hysterosalpingogram (hsg). Result: total bilateral occlusion. On (B)(6) 2009 (per mr). Hysterosalpingogram. Findings: there is, some irregularly of the uterine, cavity consistent with patient's history of persistent uterine bleeding. Both fallopian tubes appear occluded. Impression: successful essure device placement with fallopian tube occlusion noted. There is some irregularity of the endometrial cavity, consistent with patents chronic uterine bleeding. On (B)(6) 2009 plaintiff underwent essure confirmation test. Result: essure was effective and working like it should. Previously administered products included for an unreported indication: penicillin v and vicodin. Concurrent conditions included shoulder pain (shoulder pain many months., progressive) since (B)(6) 2010, blepharitis since (B)(6) 2010, anxiety since (B)(6) 2009, tobacco abuse since 2009, anemia since 6-jun-2009, abdominal cramps (note bleeding slightly heavy, fundus firm clots.) Since (B)(6) 2009, pelvic bone pain (pelvic x-ray ordered on (B)(6) 2010) and parity 2. Concomitant products included iron since(B)(6) 2009 for anemia, diazepam (valium) since (B)(6) 2009 for anxiety, varenicline tartrate (chantix) since 2009 for tobacco abuse as well as cyclobenzaprine hydrochloride (flexeril), dicycloverine (dicyclomine), ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam, nitrofurantoin, pantoprazole, phenoxymethylpenicillin (penicillin v), ranitidine and vitamins nos (multivitamin). In 2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes (event splitted for coding)") and gastrointestinal bacterial overgrowth ("infection (other)- bacterial overgrowth/ bacteria over growth in small intestine"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and hot flush ("hot/cold flashes (event splitted for coding)"). In (B)(6) 2010, the patient experienced gastrooesophageal reflux disease ("gerd /gastrointestinal or digestive system condition type: gerd"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs"), dizziness ("dizziness") and abdominal distension ("abdominal bloating"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced hypoaesthesia ("numbness in extremities"). In 2011, the patient experienced feeling cold ("hot/cold flashes (event splitted for coding)") and abdominal pain ("abdominal pain/severe pain from belly button down"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dental restoration failure ("dental problems/dental problems filling wont stay in"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). On (B)(6) 2016, the patient experienced vaginal abscess ("vaginal cuff abscess"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), back pain ("low back pain"), intervertebral disc degeneration ("degenerative disc disease"), palpitations ("blood or heart disorder/condition type: heart palpitations"), menstrual disorder ("extreme bleeding/blood clots"), arthritis ("unexplained inflammation of joints/joints muscles swollen hands,legs and feet"), post procedural infection ("have some infections from my hysterectomy/infection that can happen with surgery"), bacterial vaginosis ("bacterial vaginosis"), ovarian cyst ("found some cysts on ovaries"), abdominal pain lower ("major lower abdomen pain"), constipation ("constipation"), diarrhoea ("diarrhea"), flatulence ("gas/gas pain"), pyrexia ("fever"), arthralgia ("joint pain"), myalgia ("muscle pain"), vertigo ("vertigo"), dyspnoea ("shortness of breath"), scar ("scar tissue"), bacterial infection ("bacterial infection"), vomiting ("vomiting"), rash ("rash"), connective tissue disorder ("connective tissue disorder"), cyst ("I get cyst monthly"), menopause ("menopause"), anger ("angry all the times") and malaise ("just sick"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have white blood cell count increased ("wbc was high"). The patient was treated with antibiotics, ibuprofen (advil), nabumetone and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, migraine, headache, irritable bowel syndrome, abdominal pain and arthralgia had resolved and the menorrhagia, uterine haemorrhage, genital haemorrhage, autoimmune hypothyroidism, vaginal haemorrhage, urinary tract infection, fibromyalgia, gastrooesophageal reflux disease, urinary incontinence, palpitations, nausea, dental restoration failure, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, hot flush, feeling cold, dizziness, hypoaesthesia, abdominal distension, gastrointestinal bacterial overgrowth, menstrual disorder, cholecystectomy, vaginal abscess, arthritis, white blood cell count increased, post procedural infection, ovarian cyst, abdominal pain lower, constipation, diarrhoea, flatulence, pyrexia, myalgia, vertigo, dyspnoea, scar, bacterial infection, vomiting, rash, connective tissue disorder, cyst, menopause, anger and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anger, arthralgia, arthritis, autoimmune hypothyroidism, back pain, bacterial infection, bacterial vaginosis, cholecystectomy, connective tissue disorder, constipation, cyst, dental restoration failure, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling cold, fibromyalgia, flatulence, gastrointestinal bacterial overgrowth, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc degeneration, irritable bowel syndrome, malaise, menopause, menorrhagia, menstrual disorder, migraine, myalgia, nausea, ovarian cyst, palpitations, pelvic pain, post procedural infection, pyrexia, rash, scar, urinary incontinence, urinary tract infection, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage, vertigo, vomiting, weight increased and white blood cell count increased to be related to essure. The reporter commented: essure placed successfully with 4 coils visible on the right and 5 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on an unknown date: revealed an irregular endometrial lining; on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and back pain, uti, headache, fibromyalgia. Concerning the injuries reported in this case, the following ones were added from social media: arthritis, white blood cell count increased, post procedural infection, bacterial vaginosis, ovarian cyst, abdominal pain lower, constipation, diarrhea, flatulence, pyrexia, arthralgia, myalgia, vertigo, dyspnoea, scar, bacterial infection, vomiting, rash, connective tissue disorder, cyst, menopause, angry, sick. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media was received. Event added from pfs- rash, connective tissue disorder, cyst, menopause, angry, sick. Event outcomes were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("chronic uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, ovarian cyst and multigravida. Previously administered products included for an unreported indication: penicillin v on (B)(6) 2007 and vicodin on (B)(6) 2007. Concurrent conditions included pelvic bone pain (pelvic x-ray ordered on 21/10/2010), tobacco abuse since 2009, anxiety since (B)(6)2009, anemia since (B)(6) 2009, abdominal cramps (note bleeding slightly heavy, fundus firm clots.) Since (B)(6)2 009, parity 2 and shoulder pain (shoulder pain many months., progressive) since (B)(6) 2010. Concomitant products included iron since (B)(6) 2009 for anemia, diazepam (valium) since (B)(6) 2009 for anxiety, varenicline tartrate (chantix) since 2009 for tobacco abuse as well as cyclobenzaprine hydrochloride (flexeril), dicycloverin (dicyclomine), levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam, multivitamin, nitrofurantoin, norlestrin fe (estrostep fe), pantoprazole, phenoxymethylpenicillin (penicillin v), ranitidine and vicodin. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("gerd /gastrointestinal or digestive system condition type: gerd"), intervertebral disc degeneration ("degenerative disc disease"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), hot flush ("hot/cold flashes (event splitted for coding)"), feeling cold ("hot/cold flashes (event splitted for coding)"), dizziness ("dizziness"), hypoaesthesia ("numbness in extremities"), abdominal distension ("abdominal bloating"), overgrowth bacterial ("infection (other)- bacterial overgrowth") and menstrual disorder ("extreme bleeding/blood clots"). The patient was treated with ibuprofen, nitrofurantoin (macrobid), nabumetone, surgery (she had surgery to remove the essure implant, hysterectomy (full),salpingectomy (bilateral removal)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, hypothyroidism, fibromyalgia, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hot flush, feeling cold, dizziness, hypoaesthesia, abdominal distension, overgrowth bacterial and menstrual disorder outcome was unknown. The reporter considered abdominal distension, back pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, hypothyroidism, intervertebral disc degeneration, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, overgrowth bacterial, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Approximate weight at the time of essure placement 135 lbs. Patient used stool softner (no brand name noted). Patient used diphenoxylate hydrochloride atropine. For back pain and pelvic pain patient had physical therapy. On (B)(6) 2009, reason for admission: labor (expected delivery date: 01jul2009) on (B)(6) 2010, procedure multiplanar multisequence mr imaging left shoulder findings: glenohumeral joint is· grossly located. Typer ii acromiale. Mild hypertophic change of the ac joint with some edema at least in the distal clavicle. Impression: local inflammatory-type change seen at the level of the ac level. On (B)(6) 2010, diagnosis: left ac joint pain MRI test result: inflammation of bone edema clavicle discharge note: patient reports regarding her shoulder pain. She has seen an orthopedic surgeon and they have determined that she is to undergo surgery for sub acromial decompression, distal clavicle resection to be done on (B)(6) 2011. Regarding her low back pain, the patient is much improved from previously, has been using si belt. Upon inspection, patient did have sacral malalignment which was corrected with soft tissue mobilization and modalities and si belt was reapplied. Pain was decreased following the last session. Reason for discharge: patient preparing to undergo surgery. On (B)(6) 2010, diagnosis: left low back and buttock spasms. On (B)(6) 2010, order: x ray pelvis 1 or 2 views and x ray lumbosacral 2 or 3 views reason: right si tenderness acute spasms low back with right sciatica. Indication: back pain and right side joint tenderness findings: lumbar spine: there are five lumbar-type vertebral bodies. Bilateral essure devices. Bilateral si joint djd (degenerative joint disease). Impression mild degenerative change of the lumbosacral junction and si joints bilaterally. Pelvis: bilateral essure devices. Mild degenerative change si joints bilaterally, right greater than left. Impression mild djd of the si joints, right greater than left. On 05jan2011, objective: palpation: significant tenderness over the pectoralis muscles. Assessment: patient presents with significantly decreased range of motion and significant pain causing difficulty with daily activities. Plan: two times a week for 4 to 6 weeks for instruction in home exercise program, posture correction, stretching, strengthening, soft tissue mobilization, and modalities as needed. 28dec2009 (per pfs) hysterosalpingogram (hsg) result: total bilateral occlusion 28dec2009 (per mr) hysterosalpingogram findings: there is, some irregularly of the uterine, cavity consistent with patient's history of persistent uterine bleeding. Both fallopian tubes appear occluded. Impression successful essure device placement with fallopian tube occlusion noted. There is some irregularity of the endometrial cavity, consistent with patents chronic uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and back pain. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient details, historical condition, historical drug, concomitant disease, concomitant drugs, treatment drugs and unstructured relevant tests were added. Essure indication was added. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: urinary tract, autoimmune disorder type of disorder: hypothyroid, fibromyalgia, gerd /gastrointestinal or digestive system condition type: gerd, degenerative disc disease, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: heart palpitations, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, ibs, hot/cold flashes, dizziness, numbness in extremities, abdominal bloating, infection (other)- bacterial overgrowth and extreme bleeding/blood clots were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("chronic uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and cholecystectomy ("gallbladder removed") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, ovarian cyst and multigravida. Previously administered products included for an unreported indication: penicillin v on (B)(6) 2007 and vicodin on (B)(6) 2007. Concurrent conditions included pelvic bone pain (pelvic x-ray ordered on (B)(6) 2010), tobacco abuse since 2009, anxiety since on (B)(6) 2009, anemia since on (B)(6) 2009, abdominal cramps (note bleeding slightly heavy, fundus firm clots.) Since on (B)(6) 2009, parity 2 and shoulder pain (shoulder pain many months., progressive) since on (B)(6) 2010. Concomitant products included iron since on (B)(6) 2009 for anemia, diazepam (valium) since on (B)(6) 2009 for anxiety, varenicline tartrate (chantix) since 2009 for tobacco abuse as well as cyclobenzaprine hydrochloride (flexeril), dicycloverine (dicyclomine), levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam, multivitamin, nitrofurantoin, norlestrin fe (estrostep fe), pantoprazole, phenoxymethylpenicillin (penicillin v), ranitidine and vicodin. In 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and overgrowth bacterial ("infection (other)- bacterial overgrowth"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2011, the patient experienced weight increased ("weight gain"), dizziness ("dizziness") and abdominal pain ("abdominal pain"). In 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("gerd /gastrointestinal or digestive system condition type: gerd"), intervertebral disc degeneration ("degenerative disc disease"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), palpitations ("blood or heart disorder/condition type: heart palpitations"), tooth disorder ("dental problems"), irritable bowel syndrome ("ibs"), hot flush ("hot/cold flashes (event splitted for coding)"), feeling cold ("hot/cold flashes (event splitted for coding)"), hypoaesthesia ("numbness in extremities"), abdominal distension ("abdominal bloating"), menstrual disorder ("extreme bleeding/blood clots") and cholecystectomy (seriousness criterion medically significant). The patient was treated with ibuprofen (advil [ibuprofen]), nitrofurantoin (macrobid), nabumetone, surgery (2016, hysterectomy with unilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, autoimmune hypothyroidism, fibromyalgia, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hot flush, feeling cold, dizziness, hypoaesthesia, abdominal distension, overgrowth bacterial, menstrual disorder and cholecystectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune hypothyroidism, back pain, bladder disorder, cholecystectomy, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc degeneration, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, overgrowth bacterial, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Approximate weight at the time of essure placement 135 lbs. Patient used stool softner (no brand name noted). Patient used diphenoxylate hydrochloride atropine. For back pain and pelvic pain patient had physical therapy. On (B)(6) 2009, reason for admission: labor (expected delivery date: on (B)(6) 2009). On (B)(6) 2010, procedure multiplanar multisequence mr imaging left shoulder. Findings: glenohumeral joint is· grossly located. Typer ii acromiale. Mild hypertophic change of the ac joint with some edema at least in the distal clavicle. Impression: local inflammatory-type change seen at the level of the ac level. On (B)(6) 2010, diagnosis: left ac joint pain. MRI test result: inflammation of bone edema clavicle. Discharge note: patient reports regarding her shoulder pain. She has seen an orthopedic surgeon and they have determined that she is to undergo surgery for sub acromial decompression, distal clavicle resection to be done on (B)(6) 2011. Regarding her low back pain, the patient is much improved from previously, has been using si belt. Upon inspection, patient did have sacral malalignment which was corrected with soft tissue mobilization and modalities and si belt was reapplied. Pain was decreased following the last session. Reason for discharge: patient preparing to undergo surgery. On (B)(6) 2010, diagnosis: left low back and buttock spasms. On (B)(6) 2010, order: x ray pelvis 1 or 2 views and x ray lumbosacral 2 or 3 views reason: right si tenderness acute spasms low back with right sciatica. Indication: back pain and right side joint tenderness. Findings: lumbar spine: there are five lumbar-type vertebral bodies. Bilateral essure devices. Bilateral si joint djd (degenerative joint disease). Impression: mild degenerative change of the lumbosacral junction and si joints bilaterally. Pelvis: bilateral essure devices. Mild degenerative change si joints bilaterally, right greater than left. Impression: mild djd of the si joints, right greater than left. On (B)(6) 2011, objective: palpation: significant tenderness over the pectoralis muscles. Assessment: patient presents with significantly decreased range of motion and significant pain causing difficulty with daily activities. Plan: two times a week for 4 to 6 weeks for instruction in home exercise program, posture correction, stretching, strengthening, soft tissue mobilization, and modalities as needed. On (B)(6) 2009 (per pfs). Hysterosalpingogram (hsg). Result: total bilateral occlusion. On (B)(6) 2009 (per mr). Hysterosalpingogram. Findings: there is, some irregularly of the uterine, cavity consistent with patient's history of persistent uterine bleeding. Both fallopian tubes appear occluded. Impression: successful essure device placement with fallopian tube occlusion noted. There is some irregularity of the endometrial cavity, consistent with patents chronic uterine bleeding. On (B)(6) 2009 plantiff underwent essure confirmation test. Result: essure was effective and working like it should. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and back pain. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Event added: gallbladder removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/horrible stabbing pain on right side'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/extreme bleeding/blood clots'), uterine haemorrhage ('chronic uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroid') and cholecystectomy ('gallbladder removed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, ovarian cyst, multigravida, painful urination, post procedural bleeding, lipoma, erosive esophagitis, irritable bowel syndrome, hypothyroidism and chronic cervicitis. Approximate weight at the time of essure placement 135 lbs. Patient used stool softener (no brand name noted). Patient used diphenoxylate hydrochloride atropine. For back pain and pelvic pain patient had physical therapy. On (B)(6) 2009, reason for admission: labor (expected delivery date: (B)(6) 2009). On (B)(6) 2010, procedure: multiplanar multi sequence mr imaging left shoulder. Findings: glenohumeral joint is· grossly located. Typer ii acromiale. Mild hypertophic change of the ac joint with some edema at least in the distal clavicle. Impression: local inflammatory-type change seen at the level of the ac level. On (B)(6) 2010, diagnosis: left ac joint pain. MRI test result: inflammation of bone edema clavicle. Discharge note: patient reports regarding her shoulder pain. She has seen an orthopedic surgeon and they have determined that she is to undergo surgery for sub acromial decompression, distal clavicle resection to be done on (B)(6) 2011. Regarding her low back pain, the patient is much improved from previously, has been using si belt. Upon inspection, patient did have sacral malalignment which was corrected with soft tissue mobilization and modalities and si belt was reapplied. Pain was decreased following the last session. Reason for discharge: patient preparing to undergo surgery. On (B)(6) 2010, diagnosis: left low back and buttock spasms. On (B)(6) 2010, order: x ray pelvis 1 or 2 views and x ray lumbosacral 2 or 3 views reason: right si tenderness acute spasms low back with right sciatica. Indication: back pain and right side joint tenderness. Findings: lumbar spine: there are five lumbar-type vertebral bodies. Bilateral essure devices. Bilateral si joint djd (degenerative joint disease). Impression mild degenerative change of the lumbosacral junction and si joints bilaterally. Pelvis: bilateral essure devices. Mild degenerative change si joints bilaterally, right greater than left. Impression mild djd of the si joints, right greater than left. On (B)(6) 2011, objective: palpation: significant tenderness over the pectoralis muscles. Assessment: patient presents with significantly decreased range of motion and significant pain causing difficulty with daily activities. Plan: two times a week for 4 to 6 weeks for instruction in home exercise program, posture correction, stretching, strengthening, soft tissue mobilization, and modalities as needed. (B)(6) 2009 (per pfs), hysterosalpingogram (hsg). Result: total bilateral occlusion. (B)(6) 2009 (per mr), hysterosalpingogram. Findings: there is, some irregularly of the uterine, cavity consistent with patient's history of persistent uterine bleeding. Both fallopian tubes appear occluded. Impression: successful essure device placement with fallopian tube occlusion noted. There is some irregularity of the endometrial cavity, consistent with patents chronic uterine bleeding. On (B)(6) 2009 plaintiff underwent essure confirmation test. Result: essure was effective and working like it should. Previously administered products included for an unreported indication: penicillin v and vicodin. Concurrent conditions included shoulder pain (shoulder pain many months., progressive) since (B)(6) 2010, blepharitis since (B)(6) 2010, anxiety since (B)(6) 2009, tobacco abuse since 2009, anemia since (B)(6) 2009, abdominal cramps (note bleeding slightly heavy, fundus firm clots.) Since (B)(6) 2009, pelvic bone pain (pelvic x-ray ordered on (B)(6) 2010) and parity 2. Concomitant products included iron since (B)(6) 2009 for anemia, diazepam (valium) since (B)(6) 2009 for anxiety, varenicline tartrate (chantix) since 2009 for tobacco abuse as well as cyclobenzaprine hydrochloride (flexeril), dicycloverine (dicyclomine), ethinylestradiol; ferrous fumarate;norethisterone acetate (estrostep fe), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine, medroxyprogesterone acetate (depo-provera), meloxicam, nitrofurantoin, pantoprazole, phenoxymethylpenicillin (penicillin v), ranitidine and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes (event splitted for coding)") and gastrointestinal bacterial overgrowth ("infection (other)- bacterial overgrowth/ bacteria over growth in small intestine"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and hot flush ("hot/cold flashes (event splitted for coding)"). In (B)(6) 2010, the patient experienced gastrooesophageal reflux disease ("gerd /gastrointestinal or digestive system condition type: gerd"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs"), dizziness ("dizziness") and abdominal distension ("abdominal bloating"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced hypoaesthesia ("numbness in extremities"). In 2011, the patient experienced feeling cold ("hot/cold flashes (event splitted for coding)") and abdominal pain ("abdominal pain/severe pain from belly button down"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dental restoration failure ("dental problems/dental problems filling wont stay in"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). On (B)(6) 2016, the patient experienced vaginal abscess ("vaginal cuff abscess"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), back pain ("low back pain"), intervertebral disc degeneration ("degenerative disc disease"), palpitations ("blood or heart disorder/condition type: heart palpitations"), menstrual disorder ("extreme bleeding/blood clots"), arthritis ("unexplained inflammation of joints/joints muscles swollen hands,legs and feet"), post procedural infection ("have some infections from my hysterectomy/infection that can happen with surgery"), bacterial vaginosis ("bacterial vaginosis"), ovarian cyst ("found some cysts on ovaries"), abdominal pain lower ("major lower abdomen pain"), constipation ("constipation"), diarrhoea ("diarrhea"), flatulence ("gas/gas pain"), pyrexia ("fever"), arthralgia ("joint pain"), myalgia ("muscle pain"), vertigo ("vertigo"), dyspnoea ("shortness of breath"), scar ("scar tissue"), bacterial infection ("bacterial infection") and vomiting ("vomiting"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have white blood cell count increased ("wbc was high"). The patient was treated with antibiotics, ibuprofen (advil), nabumetone and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, migraine, headache, abdominal pain and arthralgia had resolved and the menorrhagia, uterine haemorrhage, genital haemorrhage, autoimmune hypothyroidism, vaginal haemorrhage, urinary tract infection, fibromyalgia, gastrooesophageal reflux disease, urinary incontinence, palpitations, nausea, dental restoration failure, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, hot flush, feeling cold, dizziness, hypoaesthesia, abdominal distension, gastrointestinal bacterial overgrowth, menstrual disorder, cholecystectomy, vaginal abscess, arthritis, white blood cell count increased, post procedural infection, ovarian cyst, abdominal pain lower, constipation, diarrhoea, flatulence, pyrexia, myalgia, vertigo, dyspnoea, scar, bacterial infection and vomiting outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, arthritis, autoimmune hypothyroidism, back pain, bacterial infection, bacterial vaginosis, cholecystectomy, constipation, dental restoration failure, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling cold, fibromyalgia, flatulence, gastrointestinal bacterial overgrowth, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc degeneration, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, myalgia, nausea, ovarian cyst, palpitations, pelvic pain, post procedural infection, pyrexia, scar, urinary incontinence, urinary tract infection, uterine haemorrhage, vaginal abscess, vaginal discharge, vaginal haemorrhage, vertigo, vomiting, weight increased and white blood cell count increased to be related to essure. The reporter commented: essure placed successfully with 4 coils visible on the right and 5 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on an unknown date: revealed an irregular endometrial lining; on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain and back pain, uti, headache, fibromyalgia. Concerning the injuries reported in this case, the following ones were added from social media: arthritis, white blood cell count increased, post procedural infection, bacterial vaginosis, ovarian cyst, abdominal pain lower, constipation, diarrhea, flatulence, pyrexia, arthralgia, myalgia, vertigo, dyspnoea, scar, bacterial infection, vomiting. Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet and social media received. Events: unexplained inflammation of joints, wbc was high, have some infections from my hysterectomy/ infection that can happen with surgery, bacterial vaginosis, found some cysts on ovaries, major lower abdomen pain, constipation, diarrhea, gas, fever, joint pain, muscle pain, vertigo, shortness of breath, scar tissue, bacterial infection, vomiting were added. Event outcome was added for the event: joint pain and updated for the events: migraines, headaches. Event pt overgrowth bacterial was updated to gastrointestinal bacterial overgrowth. Event bladder or urinary problems or changes was replaced with the event urinary incontinence. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("chronic uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and back pain ("low back pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and back pain outcome was unknown. The reporter considered back pain, pelvic pain and uterine haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.